Manufacturer narrative:
Medical records were received and reviewed. Medical record information did not contain a peritoneal dialysis fluid culture from (B)(6) 2016, peritoneal dialysis treatment records at or about (B)(6) 2016 or peritoneal dialysis progress notes on or about (B)(6) 2016 for review. Medical record information did not state the treatment modality for this episode of peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. The peritonitis organism, the required patient education and a prior episode of peritonitis suggests the patient¿s peritonitis was touch contamination or break in aseptic technique. There was no conclusive evidence at this time that would indicate the patient¿s peritonitis was causally related to the patient¿s peritoneal dialysis products.

Event description:
The patient's medical records information indicated the patient required post-peritonitis prevention education due to not wearing mask or handwashing. The medical record did not state when or how long the patient was wearing a mask or practicing hand washing. The peritoneal dialysis clinic confirmed the occurrence date for the reported episode of peritonitis was on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A supplemental report will be filed upon completion of the manufacturer's investigation accordingly.

Event description:
A review of a peritoneal dialysis patient's medical records information determined that the patient had been diagnosed with an episode of staph epidermis peritonitis. The source of the peritonitis was determined to be related to a technique failure.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.